Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of "very hard lumps, filler risen to the surface of the skin" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a pt with botox, juvederm ultra xc in the "tear throughs" and juvederm ultra plus xc in the "oral commissures and small bolus in corner of mouth." Pt developed "lumps in the oral commissures area" and later developed lumps in the tear troughs as the filler "risen to the surface of the skin." Palpitation of the lumps were "very hard" and unable to be massaged. The filler has also appeared to migrate "laterally" from the initial placement. Pt was advised to "rest, increase water intake, nsaids and daily massage" upon initial review. Pt took "diuretics and antihistamines" to reduce "hardening and swelling." Pt also received a "radiofrequency treatment attracted to water" called max rf that was followed by massage. Symptoms have resolved. This is the same event and the same pt reported under MDR ID #3005113652-2014-00321 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvederm ultra xc.